Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the luer-hub was falling off." The white hub fell off when the user was taking blood. The hub fell once in contact with the syringe (has not screwed in). It happened on the 10th day of cvc placement. There was no patient harm. The catheter was removed and replaced. The patient's condition is reported as fine.

Event description:
It was reported that "the luer-hub was falling off." The white hub fell off when the user was taking blood. The hub fell once in contact with the syringe (has not screwed in). It happened on the 10th day of cvc placement. There was no patient harm. The catheter was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and one potential finding was identified for lot 13c22c0432 in regards to the catheter markings incomplete / degraded for which a complaint has been initiated under teleflex's quality system. However, this complaint 'extension line/luer hub separation in use' could not be confirmed, and the probable cause could not be determined without the sample returned and from the available information. Teleflex will continue to monitor and trend for reports of this nature.